Manufacturer narrative:
The hospital reported that it was sending the device out for repair; therefore, the device is not available to be returned to us for a technical evaluation. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop.

Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure, biomed received bom 7mm extended length endoscope s/n (B)(4) with a broken eyepiece. (B)(6) imaging contact info was provided. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4). This is a reusable OEM device; therefore, a lot history review was not applicable. The certificate of conformance (c of c) was not reviewed because the device was out of warranty period.

Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure, biomed received bom 7mm extended length endoscope s/n (B)(4) with a broken eyepiece. Schoelly imaging contact info was provided. The hospital did not report any patient effects.